Event description:
Customer's father reported via phone, the customer was having issues during prime and the insulin pump alarmed compromised forces sensor. Customer's blood glucose was 188 mg/dl. Troubleshooting was performed. The device wasn't dropped or bumped prior the alarm occurring. The drive support cap was reported normal. Customer's father was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to moisture damage to the force sensor resistor. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.